Manufacturer narrative:
The hawkone was returned for evaluation. No other ancillary devices were included. The hawkone was removed from the box and inspected. The distal assembly showed traces of dried blood within the cutter window. The torque shaft was run between two fingers and a rough surface was felt throughout the shaft. Under microscopic inspection, the hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where the coating was thicker. Areas of the shaft that were observed as clear and smooth appeared as if the coating was either non-existent and/or thin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone 6f to treat a 20mm fibrous plaque lesion, with 80% stenosis in the proximal, mid tibial popliteal trunk. Diameter of vessel is 4mm. Moderate tortuosity was reported. The IFU was followed. A 6fr non medtronic sheath and a spider fx was also used in the procedure. No resistance was reported when passing the device through the sheath and lesion. The physician reported damaged coating on the device and that the clear coating on the front of the catheter had eroded away. The damage was noted after the device was removed from the patient, after the first initial passes had been completed. The physician reported that everything was contained within the filter and a distal embolic event did not occur. The device was removed from the patient with no resistance noted and the procedure was completed with the hawkone. No injury to the patient was reported.